Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided picture identified the device is fractured on the threaded tip end. The device was not returned for evaluation, so further analysis could not be completed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the capture driver broke during a case. Attempts have been made and no further information has been provided.